Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer high blood glucose level was 500 mg/dl. Customer report low blood glucose value were 30 mg/dl and 20 mg/dl. Customer did not provide any symptoms regarding to high blood glucose episode and low blood glucose episode. Customer treated with insulin pump and manual injection and juice. The customer was assisted with troubleshooting and declined for high blood glucose and low blood glucose. The insulin pump will not be returned for analysis.